Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a bacteria filter was showing black particles after use. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.

Manufacturer narrative:
Additional information was received on feb 05 , 2025 and section h10 should be reported as: the manufacturer received information alleging a bacteria filter was showing black particles after use. There was no patient harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.